Event description:
It was reported that the scs ipg required frequent charging. The device has possible premature battery depletion. The device explant procedure is pending upon approval. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.